Manufacturer narrative:
(B)(6). (B)(4). The returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the proximal section (bladder pigtail at the suture hole) was torn. The suture string was not returned with the device. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the bladder pigtail suture hole was torn. According to product analysis, the problem found that could have been generated by the user or due to the interaction of the device with the suture string. The suture string was not returned and the device was outside the original pouch. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during an retrograde intrarenal surgery procedure in the ureter performed on (B)(6) 2021. It was reported that during the procedure, when the physician advanced the stent into the ureter, it was noticed that the polaris ultra stent pigtail was ripped/torn. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and showed that the bladder pigtail was ripped/torn. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.